Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is not available for this system at time of filing. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received from a healthcare processional about a navigation system used in a sacroiliac and thoracolumbar procedure. It was reported that a 3d spin did not transfer to the navigation system. After the spin was taken, it was observed that there was no connection between the imaging and navigation systems. The system was rebooted and connection was established. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Additional information: device manufacture date and unique device identification (UDI) provided.